Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that they were experiencing an increase in blood glucose levels. Customer also stated the sensors were not calibrating correctly, causing them to overcorrect bolus amounts. Customer's blood glucose levels were 216 mg/dl at time of reporting and customer is treating with insulin pump. Nothing further reported.